Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading up to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer did not want to reset the pump since they had just received a new one and sought assistance with setting it up, while no further assistance was required.